Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received states that the patient presented for lead revision procedure. The physician tried to reposition the left ventricular lead but was unsuccessful due to patient anatomy. A medtronic left ventricular lead was also attempted but it was also unsuccessful. The left ventricular lead was explanted, and port was plugged. An epicardial lead may be implanted in future. The device was reimplanted in rv pacing configuration. The patient was stable before, during and post procedure.

Manufacturer narrative:
Additional information - analysis was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room due to muscle stimulation. Upon interrogation, it was noted that the left ventricular lead was dislodged, and the patient was experiencing muscle stimulation. Dislodgement of left ventricular lead was confirmed via chest x-ray. The device was reprogrammed and left ventricular lead was programmed off. Lead revision was discussed. The patient was stable throughout. The patient was admitted in hospital and will continue to be monitored.